Event description:
The following has been reported: cable fire on cpu board, the j12 connnentor and cable to the wifi-board get burned. At first glance, no further damage hes occurred. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.